Event description:
The facility representative reported a colleague infusion pump with a 550 failure code. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient injury or medical intervention related to the device. According to a baxter service technician, the device failed to audibly alarm for the failure code. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
Device evaluation: the reported condition of failure code 550 was confirmed through evaluation due to a loose audio circuit connector found in rear housing. The audio circuit connector was replaced to correct the reported condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition. (B)(4).